Manufacturer narrative:
Evaluation summary: customer reported 'no video image'. The customer also stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay or medical intervention reported. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the insertion flexible tube (ift) discolored. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift). In addition, we confirmed that the bending rubber discolored, the body cover grip cracked, and the forward body cover cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 29-jun-2021 for a "no video image" that occurred in the united states involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The user responded to customer service good faith effort questions on 29-jun-2021 and the user stated that the event was reported to occur during use. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 14-jul-2021. The endoscope was inspected by pentax medical service under service (B)(4) and the technician confirmed the user complaint and document the following inspection finding: image flicker when insertion tube is manipulated, right angulation decreased, up/ down angulation knob play, up angulation decreased, bending rubber, severe discoloration, passed wet leak test, passed dry leak test, left angulation decreased, insertion tube mild discoloration at stage 1, insertion tube mild discoloration at stage 2, insertion tube mild discoloration at stage 3, down angulation decreased, right /left angulation knob play. The device underwent replacements for the following components: signal wire for ccd, angle wire, distal end assy with tubes, insertion flex tube, rl pulley assy, ud pulley assy, bending rubber, shield pipe for ccd, conductive plate, x-ring(1.8x19.6) gray, rl lock base unit, rubber trim collar, fwd body trim collar, insulation ring assy, body cover grip. Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is pending repair and approval by final qc as of 10-aug-2021.